Event description:
It was reported the pt had been experiencing difficulty maintaining communication between the receiver and the programmer when the pt attempts to move. Replacement external devices have been used to no avail. The pt indicated the need to press down on the antenna to maintain communication. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.